Event description:
It was reported that a cartridge alarm 30 occurred while in use during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with loading a new cartridge but the issue persisted, leading to the decision to replace the pump. The pump was under warranty, so technical support confirmed the shipping details and instructed the customer on how to return the malfunctioning pump using a pre-paid label. The customer was informed to use a backup insulin pump in the interim to ensure continuous insulin delivery.